Manufacturer narrative:
Reported event: an event regarding intraoperative fracture involving a trident ii shell was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: insufficient information was provided to support a medical review. -product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that 'hairline acetabular fracture tracking up towards checkpoint position. Noticed by the surgeon followed mako tha cup impaction. Surgeon assessed cup stability and was happy to used x1 low profile hex screw for additional fixation. 5 minute delayed while we opened the screw tray and added a screw for additional fixation. No other adverse consequences reported. Tha 4.1. Rob2608.' The exact cause of the event could not be determined because insufficient information was provided. Further information such as the primary operative report and/or photographs/video of the reported event are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No additional information.

Event description:
The following information was provided: hairline acetabular fracture tracking up towards checkpoint position. Noticed by the surgeon followed mako tha cup impaction. Surgeon assessed cup stability and was happy to used x1 low profile hex screw for additional fixation. 5 minute delayed while we opened the screw tray and added a screw for additional fixation. No other adverse consequences reported. Tha 4.1. Rob2608. No further patient details available.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.